Event description:
A malfunction was reported with the customer's insulin pump, displaying a malfunction code, but no notable events occurred prior. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The technical support team guided the customer on resetting the pump, as the malfunction code was resettable and did not recur post-reset.